Manufacturer narrative:
This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 07k78, with 510k/PMA/bla number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false positive architect total b-hcg generated from architect analyzer and provided the following data: the initial result was 14,073.08 miu/ml, the retest result was < 1.20 miu/ml. Per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported false positive architect total b-hcg generated from architect analyzer and provided the following data: the initial result was 14,073.08 miu/ml, the retest result was < 1.20 miu/ml per the customer the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and accuracy testing with a retained reagent kit.. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified a slight increase in complaint activity for lot 65706ud01, however, no increase in complaint activity was identified for architect total b-hcg reagent regarding commonalities for lot number and issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect total b-hcg reagent, lot 65706ud01 was identified.